Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The xience pro device is currently not commercially available in the us; however, it is similar to a device sold in the us. There was no reported device malfunction and the product was not returned. The reported patient effect of dissection is listed in the xience pro everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Although a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo concentric lesion in the proximal left anterior descending artery with mild tortuosity. After pre-dilating the lesion, a 4.0x28 mm xience pro rx stent delivery system (sds) was advanced toward the target lesion and the stent was implanted. However, during post-dilation an edge dissection was noted. A same size xience pro stent was used to cover the dissection. There was no adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.